Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/11/2020.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/3/2020. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/4/2020. Additional information: e1, g1. Correction: d2, d2b, g5. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Evaluation: product sample received for analysis. Any contamination must be reported during to manufacturing process. This affected lot and was performed as is mentioned on operation: ¿clean room packaging (inner pouch)¿ as follows: ¿visually check the pouched unit for particulate or any visual defects. Have specific criteria for contamination external to reservoir and internal to inner pouch: dirt/grease/oil/smudges, foreign matter greater than 1mm2. Documented instructions to correctly gown and degown to enter and exit the clean room. Gowning procedure is part of the basic training given to all personnel; it requires using hair covers, beard covers (if applicable), shoe covers and gowns to preclude that loose particles or fibers contaminate the product or work surfaces. Also, a daily cleaning of work surfaces is performed to maintain a high level of cleanliness. Complaint lot was manufactured in an iso class 7 clean room in our (B)(6) otay facility that complied with internal requirements of manufacturer medical's quality system procedures lmeqmd2051 environmental control site and lme-qmd2018 environmental control. Processes include comprehensive environmental controls for all personnel and material entering this room and routine specified monitoring of environmental conditions including work surfaces, equipment, personnel and the room itself. Therefore, is considered these method factors do not contribute to the reported complaint defect. Pouch with contamination. Incoming inspection records for the inner pouch,(sub: part number lif-405346, lot numbers 31400023 and 31401521 and outer pouch, part number lif-405347, lot numbers 31402921, 31400027 and 31401523), used in the lot of the reported complaint were reviewed and no issue was found. The bags shall be free of particle, grease, dirt, oil, folds, creases and discoloration and lot used met these requirements. Therefore, is considered this material factor does not contribute to the reported complaint defect. Foreign material was not detected during inspection when sample was evaluated, a particle was found between reservoir and inner pouch. Particle was identified after outer and inner pouch were opened. This could have happened during pouch visual inspection at manufacturing line. The criteria for contamination external to reservoir and internal to inner pouch: dirt/grease/oil/smudges, foreign matter greater than 1mm2. Particle detected is greater than 1mm2. Therefore, this man factor does contribute to the reported complaint defect. Failure mode reported by was verified during sample evaluation because foreign particle like a hair was found on sample received for evaluation. Based on the present analysis, it is determined that the reported complaint is verified. Particle like a hair was found inside inner pouch, according to our documents, particle is not acceptable as foreign matter not greater than 1mm2, inside inner pouch. Corrective actions will be addressed through (B)(4)). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was initially reported upon selecting for use on (B)(6) 2020 a reservoir. It was found that there had been a foreign substance in the package. There were no adverse consequences to the patient. Upon evaluation of the returned product sample, biologic matter "iike a hair" was discovered inside the package.